Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Customer experienced elevated blood glucose (bg) level of approximately 400 mg/dl, and diabetic ketoacidosis. Customer went to the emergency room (ER), was administered intravenous saline (ivs) and subsequently admitted to the hospital. Customer was again administered ivs and intravenous insulin and was released from the hospital on approximately (B)(6) 2020 with no permanent damage. Customer declined additional assistance from tandem customer technical support (cts) regarding this issue. Customer reported using admelog insulin. Cts educated the customer that per the pump user guide, admelog is off-label. Customer acknowledged.